Manufacturer narrative:
Following the information gathered and device evaluation results the cause of the claimed issue it could be concluded that the way of side rail operation might lead to its damage. The instructions for use dedicated to minuet 2 (IFU 746-396) describes step by step how to lower and raise the safety side: " to lower the safety side: hold the plastic moulding at the foot end of the bed and lift the rail slightly. Press and hold the release button on the safety side end pillar. Lower the safety side to its bottom position. Repeat this procedure at the head end of the bed." The IFU also warns: " always hold the plastic moulding at one end of the top rail when raising or lowering the safety side. Do not allow the safety side to drop as this may damage the safety side." The retraining for the staff member was performed. Arjo device failed to meet its performance specification since the side rail fell off the rail. The device was not used for a patient treatment when the event occurred. The complaint was assessed as reportable due to safety side sliding out of the rail. No injury was reported.

Event description:
Following the information provided, the safety side fell out of the rail holder during its operation by a facility staff. There were no indications that the issue occurred at time of use the bed with a patient. No injury was claimed. The technician found out that the safety side appears to have been dropped at one end rail holder as the side rail components responsible for fitting the side rail were damaged. The technician repair the safety side and the bed operated correctly.

Manufacturer narrative:
The process of gathering information is still ongoing. The results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.

Event description:
Following information provided by the customer, the safety side detached from the rail holder. The bed was not used with the patient. No injury was reported.